Event description:
It was reported that device interaction with a stent resulted in stent damage. The target lesion was located in the highly calcified superficial femoral artery (sfa). The full sfa was stented prior to this event. A 2.4mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure to treat in stent restenosis. The jetstream was ran two times successfully with blades down. During blades up, the blades of the catheter passed through the radiopaque marker at the top of the stent and snapped off the marker. The radiopaque marker was found lodged half way down the stent, approximately mid sfa. There was no attempt to retrieve the snapped off marker. The jetstream continued to be used in the distal sfa/popliteal lesion. Post jetstream, a ranger drug coated balloon was used for full length in-stent and where the radiopaque marker was lodged in the stent. The dislodged radiopaque marker had not moved any further and was assumed to be lodged in the wall of the stent. All devices were removed from the patient. The patient is expected to fully recover.